Manufacturer narrative:
Manufacturer investigation conclusion: incidental findings: a functional test was performed and the controller failed step 7.5.2 due to the com a and com b faults being active. It was also noted that a communication fault alarm activated. The controller passed all other steps of the functional test prior to step 7.5.2. The controller was reconnected to a test power module/system monitor and a mock circulatory loop, and the controller operated the system with no atypical alarms active. A log file was downloaded from the controller to review the alarm that occurred during functional testing, revealing that the alarm was a loss_of_lvad_comm alarm due to the com_a_fault and com_b_fault being active. Several pump parameters and settings, including the speed, flow, pi, lvad software version, and motor serial number were all 0 due to the lack of communication between the controller and the pump. The alarm resolved when the driveline was disconnected, as expected. When the driveline was later reconnected, the alarm was no longer active and the pump parameters displayed as expected. The functional test was then performed again and the controller passed all steps without issue. The controller then successfully operated on a mock circulatory loop (burn-in) for an extended period of time without any atypical alarms or events being captured. The system controller was disassembled for visual inspection of the internal components and no issues were observed. The root cause of the loss_of_lvad_comm alarm could not be determined as it was not reproduced again during testing. The reported event of a backup battery fault alarm was confirmed via analysis of the log files; however, the alarm was not reproduced during testing. The submitted log file and the log file downloaded from the returned controller (serial number: (B)(6) ) contained approximately 6 days of data combined ((B)(6) 2021 per the timestamp). A backup battery fault alarm activated on (B)(6) 2021 at 7:35:47 due to a backup battery load test failure. The alarm remained active for the remainder of the log file. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold compared to the unloaded voltage. The driveline was disconnected on (B)(6) 2021 at 14:37:51 to exchange the system controller. No other notable alarms were active in the log file. The pump maintained a speed above the low speed limit while the driveline was connected. The returned system controller successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. During testing, multiple load tests were performed and the backup battery (serial number: (B)(6) ) passed each time without any issues. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action (CAPA) has been implemented to address the issue of backup battery fault alarms due to load test failures. The system controller associated with this event was manufactured prior to the implementation of the CAPA. Device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. (B)(6) was shipped to the customer on 28jan2020. Heartmate 3 instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 ¿ ¿alarms and troubleshooting¿ covers all alarms (visual and audible), including the backup battery fault alarms, and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use section 2 "system operations" explains how to replace the system controller and how to replace the system controller backup battery. Section 5 ¿surgical procedures¿, also explains how to install the backup battery in the system controller. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is complete.

Event description:
It was reported that the patient's device displayed a backup battery fault. The system controller backup battery was replaced, but the alarms reoccurred. The patient's system controller was exchanged. The log file had captured multiple strings of backup battery fault alarms on (B)(6) 2021 from 07:50-13:50.